Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) serious injury [injury associated with device] was not able to receive norditropin [product dose omission] case description: this serious spontaneous regulatory authority case was received via FDA (us food and drug administration), USA from united states was reported by a consumer as "serious injury(needle injury)" beginning on (B)(6) 2010, "was not able to receive norditropin(missed dose)" with an unspecified onset date, and concerned a patient (gender and age was not reported) who was treated with norditropin flexpro (somatropin) from unknown start date for "drug use for unknown indication" (dose and frequency unknown), novofine 8mm (30g) autocover (needle) from unknown start date for "device therapy". Patient's weight, height and body mass index was not reported. Medical history was not provided. On (B)(6) 2010, the reporter informed that the patient experienced a serious injury when using novofine 8mm autocover needle and norditropin flexpro. The reporter tried to remove the inner needle cover off, but was later advised that the needle cover does not come off the autocover needle. The reporter decided that she would prefer different needle for the pen. The reporter informed that the patient was not able to receive norditropin. Batch numbers not available. Action taken to norditropin flexpro was not reported. Action taken to novofine 8mm (30g) autocover was not reported. The outcome for the event "serious injury(needle injury)" was not reported. The outcome for the event "was not able to receive norditropin(missed dose)" was not reported. No further information available. Investigation result: name: norditropin flexpro - batch unknown no investigation was possible, because neither sample nor batch number was available. Name: novofine autocover 30g 100 needles - batch unknown no investigation was possible, because neither sample nor batch number was available. Manufacturer comment: 18-mar-2020: as the device (novofine 8mm (30g) autocover) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event. And thus find similar incidents to the one reported in argus case (B)(4). Continued: evaluation summary name: novofine autocover 30g 100 needles - batch unknown. No investigation was possible, because neither sample nor batch number was available.